Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported she can hear "eee" noises and sound quality issues. There is a slight tenderness with mild palpitations directly over the top of the internal coil/implant. The family have also noticed around the 25th may that the internal device is now in a different position - much closer behind/under the pinna. The parent then reported that the device has moved even more since the user was seen in clinic on the 27th may. The movement of the device coincided with the time the user reported a change in sound quality. Surgery is planned for june 10th.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffers from re-occuring haematoma at the implant site. It was suspected that the implant housing moved from its intended position, however this was not confirmed. Further sound quality issues were reported, which were likely related to the heamatoma causing that the audio processor could not be placed exactly above the implant coil. The delayed-onset blood collection occurred spontaneously without obvious predisposing factors and could be managed by fluid drainage. Latest information received stated that the problem solved and the user's hearing performance improved. The device remains implanted and in use.

Event description:
It was initially reported that the user can hear "eee" noises and there are sound quality issues. There was also a slight tenderness with mild palpitations directly over the top of the internal coil/implant. The family noticed around (B)(6) 2020 that the internal device housing was in a different position - much closer behind/under the pinna. The movement of the device coincided with the time the user reported a change in sound quality. There had been no reported trauma and no redness around the implant. At the time of the initial report, the dl coil would blink green when placed over the implant, but the link monitoring indicator no longer blinks as it usually did. The parents reported that this occurred with both her primary and back-up sonnet eas audio processors. The parent later reported that the device had moved even more since the user was seen in clinic on the (B)(6) 2020 and that when the coil was placed over the device it only blinks red. Revision surgery was planned to be carried out on (B)(6) 2020. However, when the user was seen again by the surgeon on the (B)(6) 2020 her device was back in the normal position and her performance was back to normal. The revision surgery was cancelled. Information received on the (B)(6) 2020 was that the user was doing well and performance with the device was completely back to normal, there were no issues. On (B)(6) 2023 the clinic reported a new hematoma and an improperly seated coil against the implant site. An integrity test was requested to rule out any implant issues, and subsequent CT scans and hematoma fluid drain surgery were scheduled with ent. Following the fluid drain the hematoma worsened and with blood clotting was reported to be the size of a baseball. The user denied any head injuries or high-contact sports that could have caused the left-sided hematoma or coil misplacement, while experiencing changes in hearing ability during fast movement and reporting "ringing" sounds. A second hematoma surgery (fluid drain) was carried out shortly after. The user then returned to the or for the third time due to hematoma/fluid drain. The user has undergone multiple surgeries for hematoma drainage, and the audiologist reports that the sound is back to where it was prior, but is loud. The plan now is to monitor the user since the hematoma has subsided, but if it reoccurs, the team will immediately consider a revision surgery.

Manufacturer narrative:
According to the information received from the field the implant housing migrated temporarily from its intended position causing sound quality issues. Reportedly the device moved back to the initial position and hearing performance is fine again. A cause for the temporary shifting cannot be determined. The device remains implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user reported she can hear "eee" noises and there are sound quality issues. There was a slight tenderness with mild palpitations directly over the top of the internal coil / implant. The family also noticed around on (B)(6) 2020 that the internal device housing was in a different position - much closer behind/under the pinna. The movement of the device coincided with the time the user reported a change in sound quality. The parent then reported that the device has moved even more since the user was seen in clinic on (B)(6) 2020. Revision surgery was planned to be carried out on (B)(6) 2020 however, when the user was seen again by the surgeon on (B)(6) 2020 her device was back in the normal position and her performance was back to normal. The revision surgery was cancelled. As of information received on (B)(6) 2020 the user is doing well and performance with the device is completely back to normal, there are no issues.

Event description:
It was initially reported that the user can hear "eee" noises and there are sound quality issues. There was also a slight tenderness with mild palpitations directly over the top of the internal coil/implant. The family noticed around (B)(6) 2020 that the internal device housing was in a different position - much closer behind/under the pinna. The movement of the device coincided with the time the user reported a change in sound quality. There had been no reported trauma and no redness around the implant. At the time of the initial report, the dl coil would blink green when placed over the implant, but the link monitoring indicator no longer blinks as it usually did. The parents reported that this occurred with both her primary and back-up sonnet eas audio processors. The parent later reported that the device had moved even more since the user was seen in clinic on the (B)(6) 2020 and that when the coil was placed over the device it only blinks red. Revision surgery was planned to be carried out on (B)(6) 2020. However, when the user was seen again by the surgeon on the (B)(6) 2020 her device was back in the normal position and her performance was back to normal. The revision surgery was cancelled. Information received on the (B)(6) 2020 was that the user was doing well and performance with the device was completely back to normal, there were no issues. On (B)(6) 2023 the clinic reported a new hematoma and an improperly seated coil against the implant site. An integrity test was requested to rule out any implant issues, and subsequent CT scans and hematoma fluid drain surgery were scheduled with ent. Following the fluid drain the hematoma worsened and with blood clotting was reported to be the size of a baseball. The user denied any head injuries or high-contact sports that could have caused the left-sided hematoma or coil misplacement, while experiencing changes in hearing ability during fast movement and reporting "ringing" sounds. A second hematoma surgery (fluid drain) was carried out shortly after. The user then returned to the or for the third time due to hematoma/fluid drain. The user has undergone multiple surgeries for hematoma drainage, and the audiologist reports that the sound is back to where it was prior, but is loud. Due to another re-occurrence of a hematoma the decision was made to explant the device.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the information received from the field the recipient suffered from re-occurring hematoma at the implant site. Further sound quality issues were reported, which were likely related to the hematoma causing that the audio processor could not be placed exactly above the implant coil. The delayed-onset blood collection occurred spontaneously without obvious predisposing factors and could be managed by fluid drainage. This is a final report.